Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. The product sample was received for analysis and investigation; it consisted in one used catheter and five sealed samples. For the used sample, blood residue were found inside the tubing, additionally the sample came inside a generic plastic bag and one unknown extension set was attached to the catheter. Visual inspection of the catheter revealed that the tubing was broken near the mark number 7. In addition, the sample was magnified. Its analysis revealed an irregular cut in the tubing. For the sealed samples, no defective conditions were identified. As per the instructions for use warns: exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. There are a number of alternatives on the field like exposure to chemical agents, proximity to heat sources or manipulation per se, that may lead to tubing tear. Moreover, the defect found caused a leak which would be identified during assembly operations, since manufacturing performs 100% pressure testing during production. Based on the available information, the probable root cause can be that the adapter was more likely damaged by instruments with sharp or rough edges during clinical use, resulting in a catheter leakage. No trends or triggers have been found, therefore a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for (B)(4), 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 09/06/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an umbilical vessel catheter. The customer states that when the uvc was being removed from the patient, two inches from the distal end of the catheter tip broke off into the patient. The piece was stuck inside the patient but it was caught before it went into the patient. The insertion date is unknown; however, the issue occurred on (B)(6) 2016 and the patient is an (B)(6) boy. No medical intervention was required and there was no injury to the patient.